Event description:
The patient reported that last night, the start button released before the 24 hours. Patient placed the v-go on his abdomen and pressed in the needle button at about 9pm on (B)(6) 2020, and the patient thinks it popped up after midnight.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released is confirmed. The needle release button was returned in the unlock position with the tab folded down, this finding would result to a premature needle button retract.